Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon burst occurred. The target lesion being treated was located in the right coronary artery (rca). During the 1st inflation, the balloon burst at 14 atms. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient condition listed as "good".

Manufacturer narrative:
(B) (6): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).